Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring, and minor scratched display window and case. The pump was received with all labels in place. No missing pump label noted. The pump was unable to perform displacement test due to missing retainer. The serial number on pump matches internal serial number. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported of missing dome label slicker cracks around display window. The customer's blood glucose reading was unknown. The product was returned for analysis.